Manufacturer narrative:
Upon receipt, the lead was found dissected into two parts. All parts of the lead were returned for analysis. The analysis of the lead fragments demonstrated a rubbed through insulation at approx. 18 cm distal to the is-1 connector pin. The coating of the conductor cable to the rv shock coil was found damaged at this position. This damage can be considered to be the root cause of the clinical observation mentioned in the complaint description. Based on the characteristics as well as the location of the damage, it is reasonable to assume that the lead had been subject to excessive mechanical forces as the result of mechanical interaction between the lead body and the ICD can. Further damages occurred most likely during the explantation procedure. The analysis did not reveal any sign of a material or manufacturing problem.

Event description:
Ous MDR - after an implantation period of about 39 months, a shock impedance < 25 ohm was reported via home monitoring. No adverse patient side effects have been reported.